Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Hi-pot failure was found between conductors consistent with procedural damage. Visual and x-ray examination found the inner and outer coil stretched at the distal portion of the lead. All damage noted to returned lead was consistent with occurring at the time of procedural.